Manufacturer narrative:
Date sent to the FDA: 09/28/2007. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia uterovaginal prolapse repair procedure in 2006. It was reported that there was an extrusion of the device. The patient complained about pains and dyspareunia. A re-operation was performed to partially remove the device in 2007.